Manufacturer narrative:
Updated- b5 with additional information received in (B)(6). Updated - h10 with additional information received in (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from customer. Updates made in b5 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on additional information received, in general, the customer is trained by olympus for processing practices in accordance to the instructions for use. However, a definitive root cause could not be determined. Based on the results of the investigation, it was confirmed that the air and water nozzles were clogged with foreign matter, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 "preparation and inspection". IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was a colonoscopy. Customer was unable to confirm 100% if the procedure was completed, but thinks yes.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There was an obstruction found in the air/water nozzle. In addition to this, other evaluation findings are as follows: the light cover glasses adhesive and the optical cover glass adhesive were worn; there was blockage evident in the water channel, the outlet pipe condition and the air channel; the distal end adhesive and bending section cover adhesive were lifting; the control body was loose; there was water ingress in the suction connector; the up/down/left/right angles were not to specification; there was play evident in the upward/downward and left/right angles; the water flow and water removal ability did not meet specifications, and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was blockage in the colonovideoscope's water channel during maintenance. There was no report of patient harm. The device was returned, evaluated, and foreign debris was found protruding from the colonovideoscope's air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.